Event description:
Patient services received a call on (B)(6) 2012. Patient mentioned that a week before last she was in the hospital. She said that she has something like pericarditis. Additional information was received on (B)(6) 2012. Patient's rv lead impedance dropped below 200 ohms for a period of time and has remained low. There has been no loss of therapy. The clinic is just monitoring the lead until device change out. They do not believe the lead caused the pericarditis. A new lead will be added when the device reaches eri and is replaced. No additional information is available at this time. Lead was implanted (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).